Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/ not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that sagittal saw attachment device was frozen/ would not move and did not function. It was further determined that the device failed pretest for checking for mechanical free movement, checking general function in running mode and checking the oscillation frequency with frequency meter. It was noted in the service order that it was observed during pre-operation that the sagittal saw attachment stopped working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.